Manufacturer narrative:
(B)(4) batch n92p43. The device was returned with the tissue pad damaged, melted, and 100% present. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. Dry body fluids were observed on the handle and shaft. Possible cause of the device producing smoke is when the instrument is activated and denaturing of the tissue takes place. Also when the blade is activated without tissue in the clamp, this can damage the tissue pad and blade. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Manufacturer narrative:
(B)(4). Additional information received: what were the indications for surgery? Was the procedure a total or subtotal thyroidectomy? Total. During the procedure was the energy button or the advanced hemostasis button being used? Adv. Hemostasis. What were the approximate number of activations before noticing tissue pad damage intra-operatively? 12. Was there any back-scoring technique used during procedure? If yes, were the jaws open or closed? No. Closed jaws. Adv. Hemostasis. What vessels or structures were ligated and divided with the harmonic device? Superior pole, supporting structures. Were there any other forms of ligation used in the surgical procedure to include bipolar devices, clips, or suture? Butterfly bi-polar. Suture and clips. Was there any bleeding or oozing noticed intraoperatively? Not to my knowledge, surgeon won't respond. How was the post-operative bleeding identified? Patient was sent back to the or for a 'massive bleed' per the surgeon. How long after the initial procedure was the bleeding identified? Approximately 5-6 hours to the best of my knowledge. Surgeon won't respond. Was the patient up and walking around when the bleeding occurred? Don't know. Surgeon won't respond. Had the patient coughed prior to the bleeding? Don't know. Surgeon won't respond. Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Don't know. Surgeon won't respond did the patient have a hematoma? Don't know. Surgeon won't respond. If yes, where was the hematoma? Don't know. Surgeon won't respond. Between the platysma muscle and the sternohyoid muscles (superficial)? Don't know. Surgeon won't respond. Deep to the strap muscles along the larynx (deep)? Don't know. Surgeon won't respond was the exact site of the bleeding identified during the second surgical procedure? Was it a named vessel? If so, what vessel? Don't know. Surgeon won't respond if the exact site was identified, is it known which device/technique was used on the vessel? Don't know. Surgeon won't respond. Were there any challenges from a patient or anatomical perspective? Don't know. Surgeon won't respond. What does the surgeon think caused the bleeding? Harmonic hdi. Was the site of the bleeding an area where the harmonic device was used? Don't know. Surgeon won't respond. What was done to control the bleeding in the second surgical procedure? Don't know. Surgeon won't respond. Approximate blood loss? Don't know. Surgeon won't respond. Did the patient require a blood transfusion? Don't know. Surgeon won't respond patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Does the patient have a known coagulation disorder? Has the patient taken any steroids? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post-operative hemoglobin and hematocrit? What is the current patient condition? Patient is fine. No other answers as the physician didn't want to discuss.

Manufacturer narrative:
(B)(4) date sent: 1/12/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested: what were the indications for surgery? Was the procedure a total or subtotal thyroidectomy? During the procedure was the energy button or the advanced hemostasis button being used? What were the approximate number of activations before noticing tissue pad damage intra-operatively? Was there any back-scoring technique used during procedure? If yes, were the jaws open or closed? What vessels or structures were ligated and divided with the harmonic device? Were there any other forms of ligation used in the surgical procedure to include bipolar devices, clips, or suture? Was there any bleeding or oozing noticed intraoperatively? How was the post-operative bleeding identified? How long after the initial procedure was the bleeding identified? Was the patient up and walking around when the bleeding occurred? Had the patient coughed prior to the bleeding? Did the patient present with neck swelling, neck pain, and/or signs and symptoms of airway obstruction (eg, dyspnea, stridor, hypoxia). Did the patient have a hematoma? If yes, where was the hematoma? -between the platysma muscle and the sternohyoid muscles (superficial)? -deep to the strap muscles along the larynx (deep)? Was the exact site of the bleeding identified during the second surgical procedure? Was it a named vessel? If so, what vessel? If the exact site was identified, is it known which device/technique was used on the vessel? Were there any challenges from a patient or anatomical perspective? What does the surgeon think caused the bleeding? Was the site of the bleeding an area where the harmonic device was used? What was done to control the bleeding in the second surgical procedure? Approximate blood loss? Did the patient require a blood transfusion? Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Does the patient have a known coagulation disorder? Has the patient taken any steroids? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post-operative hemoglobin and hematocrit? What is the current patient condition? Summary of generator event log: there were 4 sequences including the harhd product in this gen11 event log. It is not known which device matches with the pi complaints until the devices are returned and the batch numbers and eeprom ID¿s can be matched. The sales rep reported that he believes this gen11 was used when (B)(4) was generated and the device batch was (B)(4) (serial number on complaint instrument handle trigger was provided). Sequence #63 harhd20, batch (B)(4) built on day 251 of 2016. This device may be associated with (B)(4). Fired 85-times; 77-times with pl5 and 8-times with advanced hemostasis. No signs of abuse or high energy output (peak energy only 140-j). Expect this device had no issues, no tissue pad failure and no error screens. Sequence # 59 harhd20, batch (B)(4) built on day 256 of 2016. This device may be associated with complaint (B)(4). Power level of selectable energy button was changed to pl3 at the start of use. Fired 28-times; all firings were with advanced hemostasis. The last firing with this device shows significant activation (12-seconds) following the att tone. A total of 318-j was also output which is very high for an advanced hemostasis firing. Possible this device experienced tissue pad damage. A new harhd20 was attached from the same batch, (B)(4). This device may be associated with (B)(4). Power level of selectable energy button was changed to pl3 at the start of use. Fired 40-times; 39-times with ah and once at pl3. Same recommendation regarding coaching the purpose of each button. No signs of abuse or high energy output (peak energy only 125-j). Expect this device had no issues, no tissue pad failure and no error screens. A third harhd20 device was attached; unclear based on the log as to why the device would have been changed. Third harhd20 is from same batch (B)(4). This device may be associated with (B)(4). Power level of selectable energy button was changed to pl3 at the start of use. Fired 14-times; 13-times with advanced hemostasis and once with pl3. No signs of abuse or high energy output (peak energy only 125-j) expect this device had no issues, no tissue pad failure and no error screens sequence #47 harhd20, batch (B)(4) build on day 223 of 2016. Power level of selectable energy button was changed to pl3 at the start of use. Fired 10-times; 9-times with advanced hemostasis, once with pl3. No signs of abuse or high energy output (peak energy only 142-j). Expect this device had no issues, no tissue pad failure and no error screens. Sequence #27 harhd36, batch (B)(4) built on day 221 of 2016. Fired 99-times; 96-times with pl5 and 3-times with advanced hemostasis. No signs of abuse or high energy output. Only one firing reached a peak energy of 230-j and all others were below 150-j. Expect this device had no issues, no tissue pad failure and no error screens.

Event description:
It was reported that during a thyroidectomy procedure, during a transection the device started smoking heavily. When removed from the patient it was observed that the pad had melted. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information received: there was no adverse event at the time of the complaint submission, however later in the afternoon the patient was found to have a ¿massive bleed¿ and was taken back to the or. It is unknown what was seen in the reoperation or how bleeding was controlled. The volume of blood loss is unknown and it is unknown whether or not the patient received any blood products. The patient is reportedly recovering in the ICU and doing well.